Manufacturer narrative:
Follow up information received on 09-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced chronic pelvic pain. She underwent a hysterectomy to have the essure coils removed two years after insertion. This event is anticipated according to reference safety information for essure. Chronic pelvic pain may occur during essure use. Considering the close temporal relationship and its nature, causal relationship between this event and essure use cannot be excluded. As device removal was required, this case is regarded as incident. Other non-serious events were reported. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') and embedded device ('partially embedded gray coiled device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic lhb, lysis of adhesions, mccall's). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, discomfort, menorrhagia, back pain, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, discomfort, embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion date-(B)(6) 2014. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2021: real fu was received case become medically significant .event partially embedded gray coiled device added. Reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') and embedded device ('partially embedded gray coiled device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic lhb, lysis of adhesions, mccall's). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, discomfort, heavy menstrual bleeding, back pain, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, discomfort, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2014. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult plaintiff in united states on 24-sep-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, and abdominal pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians, but was unable to resolve them. On or around (B)(6) 2015, plaintiff underwent a hysterectomy to have the essure coils removed. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced chronic pelvic pain. She underwent a hysterectomy to have the essure coils removed two years after insertion. This event is anticipated according to reference safety information for essure. Chronic pelvic pain may occur during essure use. Considering the close temporal relationship and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.